Event description:
Lead management case to extract two leads due to cied system/pocket infection. The patient was a hospice patient with recurring pocket infection and septicemia due to staph. The physician started the extraction with a 16f glidelight on the rv lead, the lead fell apart at multiple stages and the physician moved to the ra lead which was extracted without difficulty. The physician then opened a 12f glidelight and attempted again to extract the rv lead; close to the distal tip a snow plowing effect was observed, so the physician went back to using the 16f glidelight. The patient's status declined, echocardiogram showed no pericardial fluid and minimal myocardial activity. A right chest tube was placed for suspicion of ra injury and hemothorax. Myocardial activity did not recover, the patient did not survive intervention.